Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, at the insertion port closure of the gastrojejunostomy, the device dropped or fell off after firing. The part inside the articulation part of the reload broke and fell into the patient's cavity. An x-ray was performed to check for any residuals. All parts were retrieved with a forceps. There was no issue with the handle and adapter.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, at the insertion port closure of the gastrojejunostomy, after firing, the part inside the articulation part of the reload broke and fell into the patient's cavity. An x-ray was performed to check for any residuals. All parts were retrieved with a forceps. There was no issue with the handle and adapter.